Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Nonsurgical treatment (type and date not reported) was attempted; however, the issue could not be resolved. The patient underwent revision surgery on (B)(6) 2013 and was equipped with a longer abutment.